Event description:
It was reported by the patient that their insertable cardiac monitor (icm) device had migrated from the original implant location, down into their breast tissue, and caused swelling. Due to this reason, the icm device had been explanted from the patient through their nipple. No adverse patient effects were reported. The explanted icm device will not be returned.